Event description:
Complainant alleged that during on-site functional testing by a zoll med technical svc rep, the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.